Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a lens vial, with debris and residue on lens. Visual inspection found a haptic torn, with debris and residue on lens. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm tmicl12.1 implantable collamer lens, -06.50/+3.0/079 (sphere/cylinder/axis), within the same surgery due to the lens was implanted upside down in the patients left eye (os). The lens was torn upon removal from the eye. The lens was replaced with another same model/length lens and the problem was resolved. Post-op, patient had some mild corneal swelling but is healing well (surgeon indicated was the result of removal and insertion of new icl). The cause of the event was due to the device.